Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgment occurred. Upon opening the package of the 4.0 x 12mm promus element mr, stent delivery system the stent was noted to be missing. The procedure was completed with a different device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgment occurred.upon opening the package of the 4.0 x 12mm promus element mr, stent delivery system the stent was noted to be missing. The procedure was completed with a different device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified that the stent delivery system (sds), which was returned in the foil pouch, was returned without the stent attached. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).